Event description:
It was reported that bd iag bc pro global unit pouches are compromised. The following information was provided by the initial reporter, translated from french to english: date of occurrence: (B)(6) 2024. Description of incident: we found several bags of 22ga catheters open and therefore no longer sterile. Presence of a black film on the packaging. Patient's current condition: nr. Actions taken in the care facility to manage the patient: nr.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the presence of black matter on the packaging was confirmed and the cause appeared to be packaging related. Two 22ga insyte autoguard units from lot #3335679 were provided for investigation. Black splice tape was observed on the inner surface of the bottom web packaging, which likely prevented a complete seal of the unit packages. No evidence of use was noted on the samples and the material was likely detected before the samples were used. The splice tape is used during the packaging process; however, the material is not intended to be included in the packaging of the final product. The appropriate manufacturing personnel were notified of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.